Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011361, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011361". The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6011361 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 31-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5a04103 was assembled according to the wi version 27 and manufactured on 30-jan-2025, with a total of (B)(4) units. The lot 5a04104 was assembled according to the wi version 27 and manufactured on 30-jan-2025, with a total of (B)(4) units. The lot 5a04108 was assembled according to the wi version 27 and manufactured on 31-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code gluing of tubing of the lot 5a03845 manufactured in the machine mp04, mp08, on 28-jan-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a04088 manufactured in the machine mp04, mp08, on 30-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6011361 have already been previously tested in the complaint (B)(4) on 27-jun-2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints, are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room as he was feeling sick/unwell, confusion and altered vision on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was above 600 mg/dl at the time of event and patient stayed in the hospital for more than twenty-four hours. The patient received treatment with intravenous insulin drip on first day then gave her 24-hour acting insulin then bolus for meals with fast acting insulin. The ketones were found to be positive and very large. No further information available.